Manufacturer narrative:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion in the circumflex. The lesion was pre-dilated. Following failed delivery the lesion was further pre-dilated which enabled stenting. Uf/importer rpt number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device used was a resolute onyx rx coronary drug eluting stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent during a procedure. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. It was reported that the stent failed to cross the lesion and stent deformation occurred with a distal stent strut lifting while crossing the lesion. The patient was reported to be alive with no injury.